Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found within specification in relation to the reported constant downstream issue which was not reproduced during evaluation. Downstream occlusion alarms were found through a review of the event history log but cannot determine if the alarms were true or false. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant downstream issue. There was no known patient injury or medical intervention associated with this event. No additional information is available.